Manufacturer narrative:
Correction: change h6 code from 2199 - no health consequences or impact to 4625 - additional surgery.

Event description:
It was reported that right ventricular (rv) lead exhibited high defib impedance due to improper lead seating in the header of the device. The lead was revised and remains implanted. No patient consequences was reported.